Event description:
It was reported that the device exhibited crosstalk on ventricular channel following atrial pacing. The patient was asymptomatic. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.